Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The following information was requested, but unavailable: were there any difficulties experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was a complete transection of the cutting washer visually confirmed during the initial surgical procedure? Were the donuts inspected? If so, please describe. How was integrity of the anastomosis confirmed intra-operatively? How was leak identified? Were there any issues noted with staple formation at any point throughout the care of the patient? Were there any other contributing factors to include patient tissue condition? What is the current status of the patient? Is the device available for analysis? Response: no feedback from customer, so no additional information could be provided, no sample could be returned.

Event description:
It was reported: leakage after surgery. The patient underwent radical resection of distal antral cancer on (B)(6) 2018. Jejunum was extracted during the operation, and the talus ligament was sutured with a purse about 12 cm away. Johnson-johnson no. 29 tubular stapler nail drill was inserted to tighten the purse line and puncture the stomach forearm. The stapler was inserted and stabbed at the big curve side. The stapler was tightened after the stapler was fitted with the nail drill, and gastrojejunostomy was performed. On may 02, the eighth day after operation, due to acute diffuse peritonitis, anastomotic fistula repair and abdominal lavage and drainage were considered. Obvious congestion and edema of stomach and jejunum anastomotic orifice were observed during the operation, and the healing was poor. The left side wall of anastomotic orifice could be seen with a fistula of about 0.5 cm in diameter, with digestive juice overflow. Full-layer repair of anastomotic orifice was performed by intermittent suture of 3-0 mousse thread now the patient declares that the signs are stable and there is no fever and chills. Re-examination: blood routine: leucocyte 17.54*10.9/l increased, erythrocyte 4.02*10.2/l decreased, hemoglobin 107.0 g/l decreased, and neutrophil percentage 89.9% increased. At present, symptomatic treatment such as fasting, gastrointestinal decompression, acid suppression and enzyme suppression is continued.